Event description:
It was reported that the device had an lec 1840. The event happened during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during the review of the event history log but the malfunction could not be duplicated. It was found that the internal clock battery was past the replacement age.